Event description:
A user facility reported that they discovered a foreign object within the airway tube of a new lma-fastrach prior to the first use. The object was reported to be a 1/2 inch piece of hard grey material. The object may be a polishing stone used to tumble polish the stainless steel airway tube. This problem should not recur as the MFR has switched to electropolishing the airway tube. There was no pt involvement. The mask and foreign object have been rec'd at lma north america and will be forwarded to the MFR for evaluation.